Event description:
The customer reported that the system would not display an image. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard disk was formatted, and parts were replaced. The system was tested and found to be working as intended and put back into service.